Event description:
It was reported that prior to coronary stent procedure, the physician removed the delivery system from the protective tubing. He subsequently removed the stent protector, but when he attempted to remove the product mandrel, it could not be removed from the device. During removal attempts, the stent became loose on the delivery device. No patient injuries or complications were reported.